Event description:
It was reported the patient experienced heat from the ipg even while not charging the ipg and with stimulation off. As such, surgical intervention occurred where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced heat from the ipg even while not charging the ipg and with stimulation off. As such, surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.